Event description:
Boston scientific received information that during a device changeout procedure when connecting the new device to the lead out of range shocking impedances were noted, while all other measurements were within normal range. A commanded shock was performed which showed normal shocking impedances, thus the device and lead were implanted and the wound was closed. A follow up was scheduled to perform defibrillation testing. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information received noted that defibrillation testing was performed in a single coil configuration. The physician did not test in the triad configuration due to vectors including the proximal coil returning to shocking impedances > 125ohms. Upon defibrillation testing normal impedances were obtained and the configuration was left in the right ventricular (rv) to can configuration. A review of the proximal connection was also done which did not indicate a poor connection, and the terminal pin looked fully advanced and set screws were in the down position. It was also noted that the proximal end of the proximal coil appeared stretched. No fracture was noted. At this time the lead remains implanted.

Event description:
--

Event description:
--

Manufacturer narrative:
Further review of the save to disk by technical services confirmed appropriate sensing and all channels free of artifacts/noise. A review of the daily measurements showed a stable pacing impedance range since the implant and stable shock impedance of the course of the first month since the implant, followed by intermittent fluctuations to shocking impedances which were out of range. Technical services discussed a possible open condition either the result of a less then optimal connection or a compromise lead integrity. At this time the device and lead remains implanted and programmed to rv to can configuration. At the next follow up the daily measurements will be evaluated and the next course of action will be decided upon.

Manufacturer narrative:
Further review by technical services noted that the previously reported observation of the separation at the proximal end of the proximal coil is normal transition from the coil to the high voltage conductor. Further review of the header connection was not conclusive as an x-ray did not capture the setscrews clearly. In addition, technical services noted there does not appears to be a fracture in the high voltage conductor. A bend was noted at the proximal leg and terminal leg but the bend does not appears to be sharp enough to compromise lead integrity. Further analysis will be done by engineering.

Manufacturer narrative:
Additional information received noted that shocking impedances remained out of range at the most recent follow up. A memory dump was suggested to be sent to technical serves to obtain exact impedance measurements, as well as performing a fluoroscopy to check if the lead is inserted all the way into the device header. At this time the system remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information received noted the physician believed the recent measurements of out range shocking impedances were a result of a setscrew issue or connection issue. A save to disk was performed and out of range impedances were displayed in the triad configuration and the distal coil to svc coil configuration while the distal coil to can configuration showed normal shocking impedances. The device was programmed in the distal coil to can configuration. A save to disk was sent and sent to technical services for review. Technical services noted that although a 1.1 j shock was delivered upon device changeout on (B)(6) 2012, when it comes to a commanded shock, a recommendation to perform a high energy shock was discussed to determine the lead integrity. A possible proximal coil connection not being complete was discussed, but not confirmed. Technical services discussed that if the physician prefers to leave the device and lead implanted, performing defibrillation testing with a single coil configuration to ensure efficacy of the shock should be considered.

Manufacturer narrative:
Engineering review of the fluoro confirmed that the observed space between the coil and the high voltage cable is normal. Engineering noted no other areas of concern related to the lead integrity. Impedances in rv coil to can was confirmed to be within range while the other measurements were out of range. Engineering also discussed in how tests for commanded shock impedances testing and daily measurements differ. As previously discussed it was difficult to conclude if the setscrew of the device is all the way down. However it was noted from the additional analysis of the memory dump and an in clinic commanded shock the values are not out of range. It was noted that for this particular case other factors may be contributing to the high impedances. At this time the device and lead remain implanted.

Event description:
--